Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer reconceived a low reservoir alert and was unable to rewind due to the keypad issue. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to verify rewind anomaly, low reservoir alarms or blood glucose reminder anomaly due to button/keypad anomaly. The insulin pump received with cracked reservoir tube, cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.